Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she inserted a new reservoir, but the insulin pump was not working. The customer explained that insulin was squirting out during the manual prime process. The customer's blood glucose was 161 mg/dl. The customer stated that insulin was continuing to drip after letting go of the act button during the prime prcoess. The customer was advised that the motor did not slow down and that the numbers were not ramping up on the screen. The customer was unable to exit the rewind sequence during troubleshooting. The customer further stated that the drive support cap was protruded. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. Unable to verify the prime/fill anomaly due to the alarm. The pump also had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, and missing end cap sticker.